Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that driver broke off. While putting a screw into the pre-tapped hole of the pedicle, the tip of the driver stripped off the end of the driver flush inside the head of the screw. There was no delay and no impact to the patient. It was noted that the instrument needed to be returned.